Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level reached 380 mg/dl. Customer changed infusion set and cartridge to resolve the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.